Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0602680 port and catheter experienced a defective component. Of this event, the device was used on the patient with no reported injury. The patient was a (B)(6) year-old female weighing (B)(6) kgs. The 0602680 port and catheter was returned to the manufacturer. The reported issue was confirmed. However, the investigation could not identify a definitive root cause.